Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushes break during brushing / pins just break off [device breakage]. This set seems to be sheer imitation to me [suspected counterfeit product]. No adverse event [no adverse event]. Case description: a (B)(6) year old male consumer reported that three oral-b flexisoft or precision clean brushheads had broken during brushing while used with an oral-b rechargeable toothbrush, version unknown. He described that the metal pins from the inside just move around in one's mouth after they had broken off. He stated that he had been using oral-b toothbrushes for nearly ten years and had never experienced this; he asserted that this set seemed to be a sheer imitation. No symptoms developed.